Event description:
Customer reported the low glucose alarm did not trigger during wear of the freestyle libre 2 sensor, resulting in her experiencing symptoms described as dizziness, blurred vision, vision issues, and a "pop in neck". Customer was incapable of self-treating and was treated with juice by a third-party. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor ((B)(6)) and reader ((B)(6)) have been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. The returned sensor was activated with the returned reader and the glucose threshold in the alarm settings was set. Linearity tests were performed and both, low and high glucose alarms were successfully activated, therefore this complaint is not confirmed. No malfunction or product deficiency was identified. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Section d3 (email) and section g1 have been updated to reflect current contact information. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the low glucose alarm did not trigger during wear of the freestyle libre 2 sensor, resulting in her experiencing symptoms described as dizziness, blurred vision, vision issues, and a "pop in neck". Customer was incapable of self-treating and was treated with juice by a third-party. No further treatment was reported. There was no report of death or permanent injury associated with this event.